Manufacturer narrative:
(B)(4). The customer passed away on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump.successfully uploaded pump to carelink.power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 02-dec-2022.however, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 09:12:09.000, (B)(6) 2022 09:22:00.000, (B)(6) 2022 09:23:13.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 09:22:54.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 09:22:54.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 09:24:02.000 and power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 09:24:24.000 (B)(6) 2022 09:24:32.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 at 3:07:58 am. There was no power data available for the date of (B)(6) 2022. Unable to check power data for failed batt/battery failed alarm, replace battery alert, pump error 23 alarm and power loss alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (22.7 mv). The motor was tested outside of the device on the ngp stb3 and passed.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with a depleted daily max super alkaline battery installed. The formatted history file lists data from 01/01/2016, 08/24/2022 to 12/01/2022 and 12/05/2022 to 01/06/2023.please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2022 listed on pump history and the days prior to that date. (B)(6) 2022 dailytotalofallinsulindelivered: 431500 (43.15 u), (B)(6) 2022 dailytotalofallinsulindelivered: 558750 (55.875 u), (B)(6) 2022 dailytotalofallinsulindelivered: 309500 (30.95 u), (B)(6) 2022 dailytotalofallinsulindelivered: 294000 (29.4 u), (B)(6) 2022 dailytotalofallinsulindelivered: 284750 (28.475 u), (B)(6) 2022 dailytotalofallinsulindelivered: 300500 (30.05 u), (B)(6) 2022 dailytotalofallinsulindelivered: 156750 (15.675 u), (B)(6) 2022 dailytotalofallinsulindelivered: 0 (0 u), (B)(6) 2022 dailytotalofallinsulindelivered: 0 (0 u), (B)(6) 2022 dailytotalofallinsulindelivered: 0 (0 u). There is no available data for the event date of (B)(6) 2022. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2022 at home. It is reported that the pump was beeping and the insulin pump was disconnected at the time. Troubleshooting was performed and it was stated that the customer has worn the pump last on (B)(6) 2022. The health issues or illness that may have contributed to or led up to passing was reported as thyroid & diabetes. The customer will discontinue the use of the insulin pump and was returned for analysis.